Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had not been changing the reservoir every three days but instead every four to five days as well as using expired insulin in the reservoir. The customer stated that she had not been sleeping for days due to medication. The customer was also hospitalized on 01/09/2015 due to high blood glucose levels. The customer's blood glucose was 1000 at the time of admission. The customer expressed vomiting and losing consciousness as symptoms of the high blood glucose levels. The customer also mentioned an instance in which she felt and hurt her knee, elbow and hand. The customer declined a replacement insulin pump. Nothing further reported.